Manufacturer narrative:
The insulin pump was received with no button response and stuck button alarm due to the keypad flex cable incompletely plugged in. Unable to perform the self test and the displacement test due to no button response. Pump received with scratched case and pillowing keypad overlay.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 95 mg/dl at the time of incident. No significant event leading to the alarm was observed. Stuck button troubleshooting was performed and customer was unsure if the insulin pump button was pressed down for 3 minutes or longer and confirmed that it was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.